Manufacturer narrative:
On (B)(6) 2018, a second suspect medical device was added. This information is identical to the report sent in manufacturer report 3005094123-2018-00023 against likely cause b-hcg reagents ln 07k78-30 lot 80244ui00. An evaluation is in process. A final report will be submitted when the evaluation ic completed.

Event description:
The customer observed falsely depressed b-hcg result on the architect i2000sr analyzer. The following data was provided for a female pregnant with twins: (B)(6) initial 14.711 miu/ml, repeat 31.00, 90.00, 99.385. A second patient (B)(6) initial 14.219, repeats 14.703, 14.826, and repeated on another method as 123.668 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The abbott service representative performed on-site troubleshooting of the analyzer that included system checks and diagnostics, system decontamination and replacement of multiple parts. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.